Event description:
The customer reported that the system's left monitor would blank out. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The isolation transformer was adjusted. The sys was tested and found to be working as intended and put back into svc.